Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Item number: 010000663, item name: g7 pps ltd acet shell, lot #: 6135375. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00780.

Event description:
It was reported that during surgery, the cup would not disengage from the inserter. As a result the cup was removed from the patient and another was used to complete the procedure. Attempts have been made, and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The evaluated device exhibited signs of use, the returned product found that the devices were conforming to specification and functioned as intended. Therefore the complaint is unconfirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.